Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11636. The pt had two leads from the same lot. It was reported the pt's scs system was explanted due to the pt experiencing pain at the ipg site and painful overstimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.